Event description:
It was reported that an air leak was observed near the tracheal tube pilot balloon occurred during patient use at the facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.